Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. Only the indicator clip was remaining in the channel indicating that no more clips were remaining. Dimensional inspection was not required as a part of this complaint investigation. Although no clips were remaining, functional inspection was performed to see if the ratchet was intact. Upon engagement of the trigger, there was no audible ratchet sound, indicating that the ratchet ears were broken. No clip fired from the device. The action was repeated and the indicator clip fired from the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the ratchet was broken. Based upon the damage found, it was determined that the trigger was partially engaged while in the autoclave during the decontamination process. A partially engaged trigger can cause the internal ratchet piece to break. The bent rotation tab is an indication that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 0 clips remaining indicating that all 15 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Other remarks: the device history review for the product auto endo5 ml lot# 73e1900523 was manufactured on 05/21/2019 a total of (B)(4) pieces. Lot was released on 05/29/2019. DHR investigation did not show issues related to complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "jamming - clip(s) not firing" was confirmed based upon the sample received. The device was returned with its rotation tab bent and 0 clips remaining in the channel indicating that 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. Teleflex will continue to monitor and trend related event.

Event description:
It was reported that the clip applier cannot fire. Note: prior to use on a patient during inspection/functional testing. Additional information: the returned sample was received with biological material on it which indicates it was used on the patient.